Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 93350 lot v1349644 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the technical evaluation on the returned device, received on april 3, 2017, is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device currently under technical evaluate.

Event description:
The information provided by the local distributor indicates: - device code: 93350 (wrist module) ; - batch number: v1349644; - quantity: 1 ; - hospital name: (B)(6); - surgeon's name: dr. (B)(6); - date of surgery: (B)(6) 2017; - body part to which device was applied: wrist; - surgery description: fracture treatment; - patient information: 85 years, female, with dementia; - problem observed during: into treatment/post-operative; - type of problem: other; - event description: "device worked in the first patient perfectly. After resterilization (reusable device) it was applied to a second patient. Device broke within 24 hours. A new fixator was applied directly and without new surgery. Due to the plate the patient also got, there was no loss of reduction or similar problems". The complaint report form also indicates: - the device failure did not have any adverse effects on patient. - the initial surgery was completed with the device. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative reports are not available. - copies of the x-ray images are not available. - patient current health condition: ok. On march 27, 2017, orthofix (B)(4) received the following confirmation: -the initial surgery was performed on (B)(6) 2017; the device broke on (B)(6) 2017 and was replaced by a medical intervention (outpatient clinic) on (B)(6) 2017. -unfortunately there are no x-rays available. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 93350 lot v1349644 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the returned device, received on april 3, 2017, was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual and dimensional check as per orthofix (B)(4) specifications. The visual check confirmed the problem notified: the device is broken in correspondence to the mobile joint. The dimensional check did not evidence any anomalies. The device was then sent to an external laboratory for the chemical and failure analysis. The results of the technical evaluation concluded that the returned device was originally conforming to orthofix (B)(4) design specifications. The breakage occurred is related to mechanical stress on a device that was subjected to exfoliation phenomena due to reprocessing. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "This galaxy wrist fixator worked very well for the first patient and was reprocessed and sterilised. It was applied to a second patient, a female of (B)(6), and broke within the first 24 hours across the articulating joint. In this patient a plate had also been inserted and the position was not lost. A new fixator was applied and all is well. The technical analysis in this case has shown that the surface structure of the metal of the galaxy fixator component has been disturbed, to the extent that the surface layer has separated (exfoliated), and the intergranular structure of the metal substrate has been disturbed inside the component. It is completely clear that this item had been exposed to a corrosive substance, and the corrosion in this case matched that seen with alkaline liquids, and fits the history that it has been reprocessed in the presence of alkaline liquids. We have made it clear for more than 20 years that aluminium components should be cleaned and disinfected as described in pq gal, using liquids that are not alkaline. Alkalis destroy the anodic coating of the aluminium components and weaken their structure". Manufacturer final comments: the results of the technical evaluation concluded that the returned device was originally conforming to orthofix (B)(4) design specifications. The breakage occurred is related to mechanical stress on a device that was subjected to exfoliation phenomena due to reprocessing. The medical evaluation evidenced as follows: "this galaxy wrist fixator worked very well for the first patient and was reprocessed and sterilised. It was applied to a second patient, a female of (B)(6), and broke within the first 24 hours across the articulating joint. In this patient a plate had also been inserted and the position was not lost. A new fixator was applied and all is well. The technical analysis in this case has shown that the surface structure of the metal of the galaxy fixator component has been disturbed, to the extent that the surface layer has separated (exfoliated), and the intergranular structure of the metal substrate has been disturbed inside the component. It is completely clear that this item had been exposed to a corrosive substance, and the corrosion in this case matched that seen with alkaline liquids, and fits the history that it has been reprocessed in the presence of alkaline liquids. We have made it clear for more than 20 years that aluminium components should be cleaned and disinfected as described in pq gal, using liquids that are not alkaline. Alkalis destroy the anodic coating of the aluminium components and weaken their structure". Orthofix (B)(4) would like to remind that the instructions for the safe processing are included in the instructions for use, ref: pq gal. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to the same lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - device code: 93350 (wrist module) - batch number: v1349644 - quantity: 1 - hospital name: (B)(6) - surgeon's name: dr. (B)(6) - date of surgery: (B)(6) 2017 - body part to which device was applied: wrist - surgery description: fracture treatment - patient information: (B)(6), female, with dementia - problem observed during: into treatment/post-operative - type of problem: other - event description: "device worked in the first patient perfectly. After resterilization (reusable device) it was applied to a second patient. Device broke within 24 hours. A new fixator was applied directly and without new surgery. Due to the plate the patient also got, there was no loss of reduction or similar problems". The complaint report form also indicates: - the device failure did not have any adverse effects on patient - the initial surgery was completed with the device - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copies of the operative reports are not available - copies of the x-ray images are not available - patient current health condition: ok. On march 27, 2017, orthofix (B)(4) received the following confirmation: -the initial surgery was performed on (B)(6) 2017; the device broke on (B)(6) 2017 and was replaced by a medical intervention (outpatient clinic) on (B)(6) 2017. -unfortunately there are no x-rays available. Manufacturer reference number: (B)(4).